Event description:
Event description guidant received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) was found to be in monitor only mode, with defibrillation therapy unavailable.